Manufacturer narrative:
Patient code c50873 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-mar-26. It was reported that the cause of the overdose symptoms was unknown, and there was a new question as to whether the symptoms were overdose or withdrawal symptoms. The symptoms - whether overdose or withdrawal, had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-09, information was received from the manufacturer representative (rep). It was reported the rep had contacted the hcps office. The hcp office had no additional information regarding the cause of the symptoms. It was believed that the symptoms have been resolved. The patient's documented weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 10 mg/ml hydromorphone at 2.069 mg/day and 35 mcg/ml clonidine at 7.241 mcg/day. It was reported that the patient had pump replacement on thursday last week ((B)(6) 2020) and started experiencing symptoms of what they believe may be overdose on friday ((B)(6) 2020). Caller stated that the patient had been taking oral percocet and the doctor told him to stop taking it after day 1 and the patient did stop. On sunday, the patient was sleeping throughout the day and monday he took 2 ptm boluses (each bolus is 0.05 mg of hydromorphone) and was then unresponsive. The patient's wife gave him narcan and he was transferred to the hospital. Caller stated that patient was feeling nauseous again after a bolus today. Reviewed pump flow rate specifications. Reviewed considerations around source of the drug in the pump and whether that was the same as when patient had the previous pump. ¿it¿s believed that the drug cause the issue and today they are doing a full system content removal of the drug.¿ original caller called back to confirm system content removal procedures. They reviewed pertinent information per caller's inquires. Caller stated the patient was doing better and sent home.